Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2022, the patient's mother reported that her daughter was not able to use the pump for three days due to insulin flow blocked alarm. This issue started three days ago, since then the patient has been using needles to manage her blood glucose levels. Moreover, she changed the infusion set and reservoir four times, but still faced the same issue. Reportedly, the patient was waiting to see her healthcare professional. She received the alarms during basal. At the time of the report, her blood glucose level was 29 mmol/l, and the patient was vomiting. No further information available.